Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, there was bleeding found in the staple line. They redo the surgery to stop the bleeding resulting to tissue loss and damage which is a permanent injury. Patient was place in the intensive care unit (ICU) after that second surgery that extends hospital stay.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, there was bleeding found in the staple line. There was a need to go back in as the primary doctor said there was a bleeding in staple line. However since the patient¿s relatives were unhappy , the patient was transferred to (B)(6). There he was operated again. Upon confirming with the doctor who operated in (B)(6), the doctor clearly stated that it was the stapler at fault and that we had nothing to worry about. They redo the surgery to stop the bleeding resulting to tissue loss and damage which is a permanent injury. Patient was place in the ICU after that second surgery that extends hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.